Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient stated, that she was admitted on insulin pump therapy and during the course of the hospitalization, she noted that the pump exhibited a visible battery compartment crack and a damaged battery cap that could not be properly attached.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a battery compartment crack and a damaged battery cap consistent with the patient's report. A replacement cap was used to complete testing and the pump was found to be operating within required specifications and delivery accuracy. The pump user guide instructs that the battery cap must be replaced a minimum of once per year. There is no evidence that the battery cap was replaced by the user.